Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (1 mg/ml at 0.2498 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2020 it was reported that the patient came in for a pump refill. The arv (actual residual volume) was 20 ml and the erv (expected residual volume) was 6 ml. The patient did have increased pain. When the pump logs were checked, there was a motor stall and motor stall recovery on (B)(6) 2020. It was unknown if the patient had an MRI. Per the reporter, the last time they did a refill they had more than expected but not that much more. At that time, they were not concerned with the difference. No further complications have been reported as a result of this event.

Manufacturer narrative:
Device code (B)(4) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from a healthcare professional (hcp) via a company representative who reported that the patient did have an MRI. The pump motor stalled on (B)(6) 2020 at 12:20 and recovered at 12:43. The cause for the volume discrepancy was not determined. The np (nurse practitioner) filled the pump at the previous refill with 20 cc and he removed 20 cc at the next scheduled refill appointment which was yesterday ((B)(6) 2020). With regards to actions/intervention that were or would be taken to resolve the issue, it was noted that the pump was filled with pfns (preservative free normal saline) and programmed to minimum rate. It was also noted that the patient was undergoing back surgery and they would evaluate the catheter at a later date. No further complications have been reported as a result of this event.